Manufacturer narrative:
The subject hand piece was returned to olympus for evaluation. The evaluation confirmed the appearance of u509 error message when the probe check was performed. The distal end of the hand piece was examined under a microscope and found 18mm of the broke tip detached (missing). The detached probe was not returned to olympus for evaluation. The teflon pad was inspected and found to be worn with no metal exposed; this is attributed to no tissue or insufficient tissue in between the probe and jaw when the device was activated.

Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the complaint cannot be confirmed. Based on similar reports, a potential cause for mechanical damage to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that in the middle of a laparoscopic hysterectomy procedure, the entire probe broke off and fell into the patient. The probe fragment was retrieved using a laparoscopic grasper. The procedure was delayed by an unspecified period and then completed with another similar device. There was no reported patient injury or additional bleeding, and the patient is currently reported to be in good condition.